Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system was beeping like it was taking a picture, but nothing was happening. The system was unable to perform fluoroscopy. There is no report of patient injury associated with this event.